Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional via a manufacturer representative. Impedance was checked, but it was not possible to perform any other diagnostics. Impedance results were all within normal range; no electrodes were out of range. The cause of the issue was not determined. The issue had not been resolved, the nurse was referring the patient back to the original implanter as it was a surgical lead and there was nothing more the nurse could do for the patient.

Manufacturer narrative:
Country updated to (B)(6). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they experienced the sensation of continued stimulation even though the device was switched off for several weeks. The patient was not aware of any environmental/external/patient factors that may have led or contributed to the issue. Impedance measured all within range. There was no possible interventions or actions to take. The issue was not resolved at the time of report. The patient had a surgical lead implanted and connected to an implantable neurostimulator (ins) for almost 2 years. Over the last few months the patient felt that even if the device is switched off she still experienced continued stimulation. This did not resolve any more. The patient had tried switching it off for periods of time and then back on but that did not help. The patient has had the device switched off since early march (approximately 7-8 weeks) and was still feeling the sensation of stimulation. The patient was fine when lying down but once she got up in the morning she can start to feel the sensation of stimulation and it lasted all day even with the device off. The device was implanted but out of service. The patient¿s medical history included back and leg pain.